Manufacturer narrative:
It was reported that the sample port came off when the rn was trying to disconnect a syringe from it. The rn also reported resistance when engaging the syringe to the sample port. A new foley catheter was inserted. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
It was reported that the sample port came off when the rn was trying to disconnect a syringe from it. The rn also reported resistance when engaging the syringe to the sample port. A new foley catheter was inserted.